Manufacturer narrative:
(B)(4). A visual inspection was performed on the returned device. The reported unstable stent was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined that the reported unstable stent appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the left main coronary artery. The 5.0 x 13 mm rx ultra stent delivery system (sds) was unpackaged and prepped without any reported issues. While crossing the left main, without resistance, the stent was noted to have shifted on the balloon on angiography. The sds was withdrawn from the anatomy without resistance or any other issues. Another unspecified stent was used to complete the procedure successfully. There were no adverse patient effects and no clinically significant delay. No additional information was provided.